Event description:
During initial implant of maestro rechargeable system, communication with the rechargeable neuroregulator (rnr) was lost. The physician attempted to resolve this by turning off and re-starting the external clinician programmer. Communication could not be re-established with the rnr. The rnr was replaced during the same procedure. The procedure was completed successfully with no impact to the patient.